Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that station was not communicated. Field service engineer found that issue was due to information technology. The system functioned as intended after the field service engineer serviced the device.

Event description:
It was reported by the customer that a pyxis medstation es system station was not communicated. The customer reported that users were unable to remove medications. There was no delay in patient care as the user was able to obtain the medications from the other devices or pharmacy. There were no adverse events or injuries reported based on this event.